Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in a severely calcified coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts from the midsection to the proximal end lifted and stretched proximally over the proximal markerband. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 9.2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: patient is (B)(6) years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in a severely calcified coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.